Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was trying to change their battery and the battery cap was stripped. They were unable to get the battery out using a coin. The customer¿s blood glucose was 463 mg/dl at the time of the event and they declined troubleshooting. The insulin pump is not being returned for analysis.